Manufacturer narrative:
A field service engineer (fse) went on-site and observed that the instrument was generating low vacuum errors. The fse discovered that source of the leak was lack of vacuum at the probe because the dual head vacuum/pressure pump was faulty. The fse replaced the pump and no further evidence of leaking was observed. The cause of the leak is attributed to a malfunctioning dual head vacuum/pressure pump. The instrument operated as intended by generating 'vacuum low' error messages alerting the operator to an instrument issue. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report that a coulter act diff analyzer was leaking from the probe at the end of a startup. The volume of the leak was a few drops and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples. No erroneous results were generated.